Manufacturer narrative:
The investigation has determined that a lower than expected glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 0009-3217-6495 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument related issue. After the lower than expected vitros glu result was obtained, the customer found that the corresponding microslide was stuck between the pm ring and the cm/rt ring. As the customer found the slide stuck between the pm and cm/rt ring, the slide did not get properly seated into the cm/rt ring and therefore, a proper reading of the slide did not take place. In addition, multiple condition codes posted on the vitros 4600 system at the time of the event. An ortho field engineer is expected on site to investigate vitros analyzer performance. (B)(4).

Event description:
The investigation has determined that a lower than expected vitros glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 0009-3217-6495 on a vitros 4600 chemistry system. Vitros glu result of <20 mg/dl vs the expected result of 123 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).